Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 500 mg/dl and associated symptoms of vomiting, large urinary ketones and diabetic ketoacidosis. The patient was reportedly hospitalized and treated with insulin via injection and intravenous fluids. Troubleshooting performed by animas customer support revealed the patient¿s serious injury was associated with training/misuse; miscounting carbohydrates, failure to bolus, change in nutrition and incorrect manual calculation of dosage. This complaint is being reported because the patient experienced serious injury on insulin pump therapy associated with training/misuse issues.